Event description:
Customer reportedly received blood glucose result of 800-something (mg/dl). The result is outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.